Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the radius side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade IV". Device has been explanted. This relates to the rightside.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade IV". Device has been explanted. This relates to the right side.